Event description:
The customer reported that during pt care, the device advised, via display message, of a power supply failure. The pt care was continued with another defibrillator. There was no reported pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse) who confirmed the reported symptom. The power pca and therapy pca were replaced to resolve the reported symptom. Philips was unable to determine the cause of the malfunction as multiple parts were replaced.